Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope or what the foreign material is. There was no delay in the start of precleaning. There were no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system. - inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to the curved wire was broken. Additional issues were identified during the device evaluation: the air pump and water delivery were low; the plastic distal end cover was scratched; the distal sheath adhesive part was chipped and cracked; the image guide snake tube was scratched; and the angle forceps elevator lever had a variant. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported that the evis lucera elite colonovideoscope, while being used with the evis x1 video system center, presented with an angulation malfunction. The intended procedure was a diagnostic colon screening, and the procedure was completed successfully with a similar device. There were no reports of patient harm associated with this event. During the evaluation of the device, it was found that the nozzle was clogged with foreign material due to insufficient cleaning. This report is to capture the reportable malfunction of foreign material that remained in the nozzle found during estimation.